Manufacturer narrative:
(B)(4). The customer reported when switching on it comes up in configuration mode. Ac power light not coming on. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported when switching on it comes up in configuration mode. Ac power light not coming on. There was no report of pt involvement.